Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist reported that patient completed her at home whitening, she came in for her in-office treatment. During the treatment, the patient complained of burning but wanted to continue. When the patient arrived home, she noticed that her lips were swollen and the soft tissue under her lip was white. Explained that the white area may have been the burning she felt during the appointment as the whitening gel may have touched the soft tissue. The swollen lips could be due to an allergic reaction to the hema in the desensitizer.